Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Patient code applies to both the pump and catheter, and patient code applies to only the pump. Device code applies to both the pump and catheter. Eval code-conclusion code applies to the pump. Eval code-conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported pump and catheter were explanted on (B)(6) 2016 due to infection. It was unknown what may have caused, contributed, or led to the infection. It was noted the issue was not resolved at the time of the event. It was noted on (B)(6) 2016 patient had fluid coming from pump pocket site and was referred to another healthcare professional (hcp) on (B)(6) 2016 for evaluation and referred patient to another hcp, and it was found patient's wound was infected and planned to explant on the afternoon of (B)(6) 2016. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.